Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including dyslipidemia, hypertension, diabetes mellitus, coronary artery disease, peripheral vascular disease, heart failure, and prior percutaneous coronary intervention, coronary artery bypass graft, and cerebrovascular accident/transient ischemic attack. Complications reported included perivalvular leak, stroke, myocardial infarction, heart block, coronary occlusion, unexpected medical intervention (post-balloon aortic valvuloplasty), surgical intervention (valve-in-valve, permanent pacemaker), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: effect of basal septal hypertrophy on tavr outcomes: evidence from a large cohort study. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "effect of basal septal hypertrophy on tavr outcomes: evidence from a large cohort study", was reviewed. This research article is a retrospective, single-center experience to evaluate the effect of basal septal hypertrophy (bsh) on periprocedural and postprocedural outcomes in patients undergoing transcatheter aortic valve replacement (tavr). The devices included in this study were edwards sapien/3/3 ultra, colibri, myval, medtronic corevalve,/evolut r/pro/pro+/fx, navitor, and acurate neo. The article concluded that bsh was associated with higher rates of post-dilation, perivalvular leak, and permanent pacemaker implantation, particularly among those receiving self-expanding valves. [The primary and corresponding author was didier tchetche, clinique pasteur, 45 av. De lombez bp 27617 - 31076, 31300 toulouse, france, with corresponding e-mail: d.tchetche@clinique-pasteur.com.] This study included all patients undergoing tavr for severe aortic stenosis using balloon or self-expandable valves from 01 january 2015 to 31 december 31 2024. A total of 3,261 patients were included in the study, of which an unknown amount received an abbott device. The average age of the group with a basal septum thickness greater than or equal to 15mm was 84 years. The average age of the group with a basal septum thickness less than 15mm was 83 years. The majority gender was male. Comorbidities included dyslipidemia, hypertension, diabetes mellitus, coronary artery disease, peripheral vascular disease, heart failure, and prior percutaneous coronary intervention, coronary artery bypass graft, and cerebrovascular accident/transient ichemic attack.